Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported sharp pain and achiness in their left arm while wearing the adc freestyle libre sensor for more than 1 hour, that has occurred over the last 5 months. As a result, healthcare provider contact was made and the customer's arm was numbed with medication and a sensor filament surgically removed. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported sharp pain and achiness in their left arm while wearing the adc freestyle libre sensor for more than 1 hour, that has occurred over the last 5 months. As a result, healthcare provider contact was made and the customer's arm was numbed with medication and a sensor filament surgically removed. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and there was no indication of any product clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.